Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the tampon elongated and unraveled during removal and the outer cover separated from the tampon. She was able to manually remove all the pieces inside and is doing fine.